Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that coronary spasms occurred. In (B)(6) 2012, the patient presented with stable angina and coronary catheterization was performed. The target lesion #1 a de novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 12mm long with a reference vessel diameter of 2.75mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 16 mm promus element¿ plus drug-eluting stent with 0% residual stenosis. Following post deployment, intracoronary nitroglycerine was administered in order to treat coronary spasm. Target lesion #2 was a de novo located in the distal left circumflex (lcx) artery with 70 % stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 x 16 mm pe plus stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel.